Event description:
Reporter indicated a vns therapy pt has pain in the generator site. The surgeon stated the pain was due to the generator sitting too low and causing the pain in the muscle. No infection is present. The pt underwent surgery to reposition the generator. The pt was seen by the treating physician since the revision surgery and a setting adjustment was made, but the pt did not mention the chest pain. Good faith attempts to obtain additional info have been unsuccessful to date.